Manufacturer narrative:
The device was not received for evaluation. All product must meet all quality criteria and manufacturing specifications prior to release. Based on the available information, there is no indication that a malfunction occurred. The nxstage system one user guide states that a trained and qualified person must observe all treatments so that harmful conditions can be responded to promptly. UDI: (B)(4).

Event description:
A report was received on 08 jun 2022 from the home therapy nurse (htn) of a 55-year-old male patient with a medical history including hypertension and end stage renal disease, stating the patient expired after initiation of a hemodialysis treatment on (B)(6) 2022. Additional information was received on 15 jun 2022 from the home therapy nurse (htn) stating that the caregiver (cg) called 911 and emergency medical services provided cardiopulmonary resuscitation (CPR) enroute to hospital. Per the htn, the cause of death is ''under investigation'' and not available. Although requested, additional information was not provided.